Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to intermittent right ventricular (rv) lead capture concerns. Upon review, there appeared to be very small t-waves. Rv output was set to trend at 3v, however it was discussed that this value may have been subthreshold. Technical services (ts) also discussed possible fusion beats, as rv thresholds and impedance measurements appeared stable. It was noted that the patient had no underlying rhythm. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.